Manufacturer narrative:
Investigation: used test and analysis equipment: (B)(4). We made a visual inspection of the hole and the pin that dropped out. Solder remnants are apparent both in the hole and on the pin. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: the solder remnants on the hole and on the pin are clear indications of a successful soldering process. Each solder junction was inspected during the manufacturing process. Without further knowledge about the circumstances, we suspect a mechanical overstress as the cause of the problem (instrument dropped e.g.). No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that at the end of the surgery, the surgeon reported that a piece broke off and fell into the patient. It was quickly removed, with no adverse effect to the patient and no delay to surgery. Two inserters were used, the surgeon was not sure which one it came from, both will be returned for investigation. All medwatch submissions related to this report are: 9610612-2017-00241, 9610612-2017-00271.